Event description:
Surgeon performing a hysterectomy when blade on ligasure impact malfunctioned on two separate devices.the first ligasure hand piece worked for about 20-30 minutes, then abruptly stopped working. The trigger part would not work and the jaws just froze up. It was removed from service.the second ligasure handpiece worked about 5 minutes then would not work properly after that. It would start working then stop working, then stop again.